Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03977 / 03978).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005, and a revision procedure on (B)(6) 2009, due to patient allegations of pain, elevated metal ion levels, and tissue and bone damage. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005, and a revision procedure on (B)(6) 2009, due to patient allegations of pain, elevated metal ion levels, and tissue and bone damage. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records confirmed the surgery dates. The patient's operative report for the (B)(6) 2009 revision noted a loose acetabular component. During the revision procedure, the biomet head and cup were removed and replaced with a biomet head and competitor's cup.